Event description:
Was injecting 2% lido in the patient¿s right third finger pad, when the plastic on the holder broke open, and then due to this happening the needle went through the finger pad of the patient. The patient was numb, and did not feel anything. The lido vial was intact within the holder, and the needle tip was intact no foreign bodies within the finger.